Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple ongoing elevated blood glucose (bg) levels ranging from 300 mg/dl to "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump and changed infusion set to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.